Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and wrongful death of the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix mesh (device #3). Additional emdrs were submitted to represent bard flat mesh (device #1) and bard/davol composix kugel hernia patch (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh), bard/davol composix kugel hernia patch and phasix mesh on (B)(6) 2006 and/or (B)(6) 2011 and/or (B)(6) 2018. As reported, the plaintiff is making a claim for an adverse patient outcome against all devices. Attorney alleges wrongful death of the patient. Attorney also alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.